Event description:
It was reported that post implantation of a xience xpedition stent in the proximal right coronary artery (rca), the patient experienced a slow flow distal to the implanted stent. Intra-arterial nitroglycerin was adminstered, with no improvement; thus, confirming the slow flow was not due to a spasm. An unplanned stent was deployed in the mid rca to treat the slow flow, resolving the event. Post procedure, the patient experienced a slight elevation in creatinine kinase-myocardial band (ck-mb) which was less than 2 times the normal upper limit and an elevation in troponin which was greated that 5 times the normal upper limit. No treatment was provided. One day post procedure, the event resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of ischemia, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.